Event description:
Attorney alleges plaintiff suffered bilateral capsular contractures and spontaneous in-vivo rupture of the breast implants bilaterally. Internal examination revealed leakage of silicone, chronic fibrosis and foreign body granuloma. Attorney also alleges plaintiff has suffered mental anguish, infliction of mental and emotional trauma, physical pain, physical impairment, physical disfigurement, physical discomfort, physical illness and injury to health.